Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level 298 mg/dl unknown. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with syringe for high blood glucose. Customer stated that they received insulin flow blocked alarm and event was resolved by changing the infusion set. Customer reported that they perform displacement test and test was passed. The insulin pump will not be returned for analysis.